Manufacturer narrative:
Concomitant medical product: bd 20ml syringe. Ethnicity: hispanic. The report of a rate change was confirmed in the syringe module event log; however, the change appears to have been initiated by a user. The syringe module event log shows syringe module was initially programmed to infuse at a rate of 0.204ml/hr with a vtbi of 18.635ml at 4:14 pm on (B)(6) 2020. Then at 4:21 pm, the device was programmed to infuse at a rate of 6.12ml/hr with a vtbi of 18.614ml and then at 6:56 pm, the device was again programmed to infuse at a rate of 0.204ml/hr (vtbi = 2.7252ml). The pcu event log was requested to determine the specifics regarding the rate change; however, the log was not provided. A review of the device error logs found no errors during the time of the reported event. The syringe module was not returned for investigation. The root cause of the reported unintended rate change was identified as due to programming; the syringe event log shows the rate change was made by the user. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 24sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 23jul2020 and indicated that this device has been previously returned 1 time for service in (B)(6)of 2018 for a display/screen issue and had the gasket strip on top of display re-aligned. At this time, the rear and front cases (damaged), iui¿s (corroded) and battery (low capacity non-alaris) were replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the neonatal intensive care unit (nicu) that an infusion of fentanyl 200 mcg in 20ml of normal saline was programmed to infuse at 0.2 mcg/kg/hr. However, it was noted that the rate was changed to 6 mcg/kg/hr. There was no patient harm.